Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unknown date, the patient was hospitalized for an unrelated indication and eventually passed away. The cause of death was due to septic shock and an unrelated indication. Treatment for the septic shock event was not reported. Capd therapy was discontinued on the same day the patient passed away. It was unknown if an autopsy was performed. No additional information is available at this time.